Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had flashing white display. The customer¿s blood glucose level was 82 mg/dl at the time of the incident. Customer stated no report of insulin pump screen flashing when screen was turned on after being in sleep mode. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with a constant flashing white light on the display due to vertical cracks on the lcd controller. We were unable to perform the functional tests, including the sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor, displacement or self tests due to a flashing white light on the pump display. During visual inspection, moisture damage was found on the electronics stack and motor.